Event description:
It was reported that the tip of the screwdriver tip broke during a procedure. The broken tip was retrieved from the patient with no delay in surgery or adverse patient consequences. Another instrument was used to complete the procedure.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
An x15 expansion tip screwdriver was returned for evaluation. Visual inspection revealed that the fracture was located at the driver¿s distal tip. The device was then sent to the lab for fracture analysis. An optical image of the fractured surface reveals evident plastic deformation. The texture of the fracture is consistent across the entire surface suggesting the implant underwent a quasi static failure. The plastic deformation at the driver tabs indicates an overload failure. The device history record review for the driver identified with no discrepancies were noted during the release of this lot. As such, a review of the DHR identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the x15 expansion tip driver was conducted on the specific code from the complaint as there is no device family for this instrument. It was noted that there was no harm to the patient but potential harm may exist if the fault were to recur. Review of the complaint trends revealed no significant trends. The root cause is unknown however fracture analysis found evidence of plastic deformation along with a consistent surface texture suggesting the driver underwent a quasi static failure. No corrective action is required as there has been no issue identified in the manufacturing or release of the device and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required.